Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a software error after clearing the alarm received a failed battery alert and then the insulin pump turned off. Customer's blood glucose value was unknown. The customer reported that the insulin pump did not get any low battery alert. The customer reported that the contacts were not missing, damaged, or corroded of the battery cap. The customer reported that neither compartment nor spring are damaged or corroded. The customer states that they were able to clear alarm. The customer was assisted in performing self test and it passed. The customer reported that fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will not be returned for analysis.